Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) during a code, the device inappropriately delivered energy to the patient without pressing the shock button. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Review of the device log supports no shock was delivered from this device since the date of the manufacture. The counter was confirmed to be working properly and this investigation is being closed as unsubstantiated. No trend is associated with reports of this type.